Event description:
It was reported that a hole was discovered in the hose portion of the pneumatic drill. It is unk if there was any pt involvement or adverse consequences associated with this event. The user facility was unable to provide any add'l info.

Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. The device eval confirmed a hole in the hose assembly. It is unk how the hose damaged occurred, but may be the result of mishandling. The hose assembly was replaced and add'l preventative maintenance was also performed. The drill was returned to the user facility.